Event description:
It has been reported that device did not pass an internal diagnostic check.

Manufacturer narrative:
(B)(4). Device evaluation pending. Reported as self test alert could not be cleared by user.